Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals during lead impedance calibration which was suspected to be due to lead fracture. The boston scientific technical services consultant discussed that this particular anomaly has the potential to result in corrosion of the lead on the affected pacing channel, which may impair lead performance and necessitate testing or replacement based on clinical assessment and individual patient considerations. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals during lead impedance calibration which was suspected to be due to lead fracture. The boston scientific technical services consultant discussed that this particular anomaly has the potential to result in corrosion of the lead on the affected pacing channel, which may impair lead performance and necessitate testing or replacement based on clinical assessment and individual patient considerations. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead corrosion was not yet confirmed but the physician was notified of the generator change. There was no noise oversensed but atrial tachy response episodes indicate no atrial capture.

Manufacturer narrative:
This report is being submitted to correct the initial reporter first name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter zip/post code, initial reporter phone and initial reporter email fields (e1) in section e, initial reporter.